Manufacturer narrative:
(B)(4). One each of the 6f angio-seal sts plus hemostasis sheath and carrier tube assembly was received at sjm for evaluation. A blood-like substance was seen on the returned components. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position; both color bands were visible on the deployment sleeve. A 5.6¿ length of suture was returned with the tamper tube attached; the suture distal end strands were even, consistent with cutting. The clear heat shrink tubing was exposed on the suture; after the tamper tube was removed, the black heat shrink tubing was visible on the suture. The anchor and collagen were not returned. No other visual anomalies were noted. The overall device condition was consistent with deployment. The sheath hub was unlocked from the deployment sleeve to conduct functional testing. The deployment sleeve was moved to the rear holding position; the carrier tube assembly was then inserted into the sheath hub and moved into the full forward-lock position; positive engagement of both sides of the deployment sleeve was verified, and a distinct "click" was heard. The carrier tube assembly was then moved to the full rear-lock position; positive engagement was verified, and a distinct "click" was heard. No functional anomalies were noted. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record and the analysis performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported event remains unknown. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
When deploying the anchor of a 6f angio-seal sts plus, the angio-seal cap could not be pulled completely into the full rear lock position. The click sound was audible in the forward lock position but not the rear lock position. The color bands were not seen on the carrier tube. Since the anchor was deployed in the vessel the angio-seal deployment was continued and hemostasis was achieved. The patient was discharged but several days later the patient experienced swelling and bleeding around the puncture site and was admitted to the hospital. On (B)(6) 2015, a percutaneous transluminal angioplasty was performed but the bleeding did not stop with a balloon dilation. On (B)(6) 2015, the angio-seal device was surgically removed from the patient. The patient recovered well and was discharged on (B)(6) 2015.